Manufacturer narrative:
Adverse event reported by surgeon based on hospital investigation. Currently, investigation not provided to bonesupport. Manufacturer investigation will be conducted. Manufacturer batch investigation review of batch records for lot mlot1132 including quality release results have been performed. All results from release tests were within limits. The first device from the lot was sold 18th september 2023. As per the 4th of july 2025, all lot except four devices of the total lot size of (B)(4) devices have been sold, and it is highly likely that the majority of the sold devices have been implanted. Expiration date of the lot is 2025-11-27. No similar complaint have been received for the lot. Conclutions of manufacturer's investigation of the complaint will be submitted in a follow-up report.

Event description:
The following information is extracted from the filed complaint (original in german and then translated to english): "lack of bony consolidation of a bone defect at the tibial head after filling of a bone defect with 5ml cerament bone void filler and allograft (from dizg) on (B)(6) 2024. Due to inadequate bony consolidation / remodelling of the defect the patient had to undergo revision surgery where the defect was filled again. Arthroscopy-assisted revision surgery at the left tibial head with open drill channel filling with autologous bone graft from the left iliac crest, 10 ccm allograft (from dizg) and 5ml of cerament g."

Manufacturer narrative:
This information was added 27th august 2025. We used mainly the information from the observation form. As we know cerament bone void filler was used in combination with allograft to fill the drill channels during anterior cruciate ligament (acl) reconstruction. The graft was placed in bone tunnels created in the tibia and femur. Tunnels filled with cerament bone void filler in combination with allograft were connected with the joint space. According to the IFU "contact with join fluid may cause resorption of cerament bone void filler" which might cause incomplete bone formation. According to literature, for the filling of bone defects in acl-revision surgery after failed acl reconstruction, usually autograft (bone from the patient's own body), allograft (donor bone) or synthetic bone graft substitutes are used. In this case, allograft was combined with cerament bone void filler. According to the IFU "if using cerament¿/bone void filler in conjunction with allograft or autograft, apply each component separately, without intermixing before application, since intermixing may affect the setting in an uncontrolled manner". Among potential adverse events in the IFU there are delayed or nonunion/ lack of osseointegration / impaired healing, inadequate bone formation, which is a multifactorial complex orthopedic problem, and could be caused by using cerament bone void filler in combination with other substances (allograft) especially when filled tunnels are connected with joint space. No bony consolidation / remodeling was found by the surgeon after 9 months. Arthroscopy-assisted revision surgery at the left tibial head with open drill channels was performed and channels were filled with autologous bone graft from the left iliac crest, 10ml allograft (from dizg) and 5ml of cerament g. Review of batch records for lot mlot1132 including quality release results have been performed. All results from release tests were within limits. The first device from the lot was sold 18th september 2023. As per the 25th of august 2025, all lot except four devices of the total lot size of 284 devices have been sold, and it is highly likely that the majority of the sold devices have been implanted. Expiration date of the lot is 2025-11-27. No similar complaints have been received for the lot. The product is not found to be defect and it has not malfunctioned. There is an increased risk of changes of the product's effectiveness (delayed or no bone healing) in case of contact of cerament bone void filler with joint fluid which might cause resorption of cerament bone void filler. The incident considered is rare but an expected effect which was described in the risk assessment and the instructions for use for cerament bone void filler. The patient had revision surgery, and the information was provided by the surgeon. The product was not defect and it has not malfunctioned.

Event description:
The following information is extracted from the filed complaint (original in german and then translated to english): "lack of bony consolidation of a bone defect at the tibial head after filling of a bone defect with 5ml cerament bone void filler and allograft (from dizg) on (B)(6) 2024. Due to inadequate bony consolidation / remodelling of the defect the patient had to undergo revision surgery where the defect was filled again. Arthroscopy-assisted revision surgery at the left tibial head with open drill channel filling with autologous bone graft from the left iliac crest, 10 ccm allograft (from dizg) and 5ml of cerament g."